Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink blood recipient set would not allow solution to flow past the drip chamber during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: a sample was received for evaluation. A visual inspection was performed. The reported issue of no flow in the bottom of the blood filter chamber was confirmed via functional testing. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.